Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t on a cobas 8000 e 801 module. The customer noted they were also receiving sample clot detection errors. The complained sample, collected at 13:41, initially resulted in a troponin t value of 32.6 ng/l. A second sample collected from the patient at 17:52 resulted in a troponin t value of 3 ng/l. A third sample collected from the patient at 23:36 resulted in a troponin t value of < 3 ng/l. The complained sample was repeated on (B)(6) 2026, resulting in a troponin t value of 6.4 ng/l. This value was more in line with the patient's history.

Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The field service engineer checked the sample probe stream, checked pressure sensor function, and checked the syringe. The probe was observed to be dripping. Connections were checked over and all were good. Probe tubing was found damaged and there was water on surrounding circuit boards. The sample pipettor assembly was replaced. Probe adjustments were performed and the system was primed. An instrument check was performed and passed. No further issues were reported by the customer after these actions. The investigation is ongoing.

Manufacturer narrative:
Quality controls were acceptable prior to the event. The investigation determined the service actions resolved the issue.